Event description:
It was reported that alarms and transmitters were down. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported that alarms and transmitters were down.the device was reported to be in use on a patient, but no adverse event to patient or user was reported.